Event description:
It was reported that the customer had an unspecified pump and cartridge issue. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 22 december 2022, the distributor reported the additional information: a pump evaluation was performed, and the issue could not be duplicated.